Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the device was replaced and would be sent back in for analysis. The patient complained about the device turning on and off by itself and the logs did not confirm this complaint. The patient also mentioned that they had to be charging the stimulator or else it wouldn't work for very long but the last report showed they were charging for 2 hours per day which meant the device was working without being recharged 22 hours per day. The representative noted that the patient's story wasn't adding up. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that for the last year the patient has had to charge more frequently. Last night and two other times the patient charged their device and the stimulation would turn off and stop working after maybe 12 hours; they considered this a sudden change in symptoms. Last night they charged to full and within 12 hours it had already depleted. They confirmed that the ins battery showed that it was in the depleted state. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer via a manufacturer representative (rep). It was reported that the patient has had to walk around with the recharger in order to keep the device on, has been needing to recharge for longer periods of time, and the ins was going on and off. The rep reviewed the recharging logs and diaries, and found that it was only being recharged for 2 hours per day and it had only been turned off for about 24 hours when it ran out of charge. The ins restarted minutes after the recharge started. Impedances were also tested and found to be good. The patient's doctor is considering an upgrade to a newer device model so the patient would not have to charge as much. Surgical intervention has not yet been planned or scheduled. There were no known causes for the discrepancy between what the patient reported and what the data from the device interrogation reflected. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found that the ins was functionally ok and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.